Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found no hardware failures upon arrival. Drawer 3 was inventory counted, and all cubies were opening normally. The latch sensor was inspected and secured in the home position, and the latch inspect magnet was verified intact and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.